Event description:
It was reported that the device was used during a pelvic bris procedure. It was reported by the rep that the surgeon was using the atw35 on the fallopian tube. According to the surgeon the stapler was locked and would not fire. He completed the case using another atw35. There was no consequence to the pt.